Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The healthcare professional reports that following implantation of a c-flex 570c iol the patient had a refractive error. The same healthcare professional has reported a further five cases of refractive errors following implantation of lenses from this batch. The refractive errors are reported to range between -3.75d to -5.0d. The c-flex 570c iol was explanted on an unknown date post-operatively. Testing of the returned c-flex 570c iol was carried out on (B)(6) 2018. The c-flex 570c iol was returned to rayner without product packaging. Testing performed identified the lens power as +24.0d and not +19.0d as labelled. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility that lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall fa 2018-us570c). The recall was initiated on (B)(6) 2018.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that following implantation of a c-flex 570c iol the patient had a refractive error. The same healthcare professional has reported a further five cases of refractive errors following implantation of lenses from this batch. The refractive errors are reported to range between -3.75d to -5.0d. The c-flex 570c iol was explanted on an unknown date post-operatively. An explanted c-flex 570c iol was returned to rayner without identifying packaging on (B)(6) 2018. The lens has been sterilised and optical testing is pending. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility that lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall fa 2018-us570c). The recall was initiated on (B)(6) 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.